Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported that there was a chip noted on the aq2015a three piece silicone lens after it was implanted. The surgeon decided to leave the damaged lens in the eye since it did not interfere with the patients vision. No patient injury. The lens remains implanted.